Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, along with an alleged fracture seen on x-ray. Boston scientific technical services (ts) discussed troubleshooting and recommended lead revision. No adverse patient effects were reported. Attempts to obtain additional information were unsuccessful. At this time, current evidence suggests this lead remains in service.